Manufacturer narrative:
We were alerted of this event by FDA report # (B)(4). The FDA allowable releasable info which was received did not contain the user facility address, contact or the ventilator's serial number. The info surrounding the event is limited to enable us to perform an investigation. There is no record of the complaint in our system and obtaining further info is not possible, therefore an investigation cannot be performed at this time. Furthermore, should any relevant info or part turn up, this complaint will be reopened and investigated further. (B)(4).